Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (does not communicate) was confirmed. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the inability to communicate is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not communicate with a test electrode belt.